Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A 4mm longitudinal tear, stretched either side of the proximal markerband, was clearly visible in the balloon. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage along the entire length of the shaft. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured at 12 atmospheres on first inflation. The device was removed from the patient's body and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured at 12 atmospheres on first inflation. The device was removed from the patient's body and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.